Event description:
The patient had onyx 34 liquid embolic treatment for their proximal type I endoleak. The investigator assessment states that the event is related to the study procedure; however it is not related to the study device or the dissection.

Manufacturer narrative:
(B)(4).

Event description:
A valiant captivia stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic dissection. The stent graft was implanted in zone 2, intentionally covering the lsa. Discharge imaging noted a maximum aortic diameter of 47 mm; maximum true lumen diameter of 25 mm; and maximum false lumen diameter of 17 mm. No endoleaks were noted on final angiography and discharge imaging. The stent graft covered the proximal entry tear; however, perfusion of the false lumen continued through a pre-existing secondary tear. The stented segment of the aorta was only partially thrombosed on discharge imaging. The one month follow-up imaging revealed a maximum aortic diameter of 46 mm; maximum true lumen diameter of 25 mm; and maximum false lumen diameter of 18 mm. A type ii endoleak was also noted, but no actions were taken. Perfusion of the false lumen continued with partial thrombosis of the stented segment. It was reported that 3 year follow-up imaging revealed a proximal type I endoleak. No actions were taken, but the physician assessed this endoleak to be procedure related, but not device or dissection related. The type ii endoleak was no longer present on the 3 year imaging. Perfusion of the false lumen continued through the pre-existing tear, with partial thrombosis of the stented segment. The maximum aortic diameter had increased to 53 mm; the maximum diameter of the true lumen was 39 mm; and the maximum diameter of the false lumen was 29 mm. No clinical sequelae were reported, and the patient is fine. Per the investigator, the cause of the endoleak was related to the patient's continued smoking and underlying aortic disease.

Event description:
Additional information was received. A coil embolization was performed, and the proximal type I endoleak was resolved. The investigator assessed this event to be related to the dissection, but not related to the device or the procedure.